Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify meter due to blank display. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had issue with meter. Customer's blood glucose level was unknown. The customer also stated that the insulin pump had different time and damaged at battery compartment. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.